Manufacturer narrative:
It was reported that the patient underwent revision surgery on (B)(6) 2018 in order to convert the patient to a subcutaneous baha implant system. During the procedure, the abutment was removed and a magnet was placed on the internal fixture.

Manufacturer narrative:
This report is submitted on april 30, 2018, by cochlear ltd. On behalf of cochlear americas. Registration number (B)(4). Exemption number (B)(4).

Event description:
Per the surgeon, the patient experienced skin overgrowth at the implant site. Subsequently, the excess skin was cauterized 4 times between (B)(6) 2016 and (B)(6) 2017 (exact dates not reported) and the patient was administered 2 courses of oral antibiotics and steroids.